Event description:
It was reported that during a device upgrade, externalized conductors were observed via review of diagnostic imaging. No electrical anomalies were noted. Lead remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.